Manufacturer narrative:
The "date of event" has not been provided. The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges riding on the city bus on the scooter. Alleges did not have a seat belt. Alleges when bus turned a corner, consumer fell out of the scooter and hit her head and battery came out.